Event description:
Rptr noted pt's original surgery was in 1999. Second procedure was required to remove nucleus that fell into posterior segment. Pt presented with endophthalmitis three to four days after that procedure. Cultured enterococcus bacteria. Rec'd intravitreal antibiotic injection and a "tppv" washout.